Event description:
The customer reported that the device displayed error code 10003 upon power up. This error code is accompanied by the cycle power message/instruction and the device then halts operation. There was no report of pt impact or negative pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed error code 10003 upon power up. This error code is accompanied by the cycle power message/instruction and the device then halts operation. There was no report of pt impact or negative pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.